Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the schoelly camera light source was left on, and standby mode was not activated. The light source became hot, burning a hole through the drape. There was no reported patient injury due to the events.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse spoke with the robotics coordinator who confirmed the issue was a training issue with the staff. The handheld camera was turned on and left on and the staff didn't put it in standby mode. This allowed the device to heat up and burn a hole in the drape. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to the light source being left on and not put into standby mode when the staff was done with the handheld camera. It can be resolved by putting the handheld camera into standby mode.